Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the surgeon fired the device over the appendix and it fired normally. He then noticed some bleeding and went back to inspect the staple line which showed malformed staples and that the staple line had opened up. Another staple application was used and the staple line looked fine.

Manufacturer narrative:
(B)(4).